Manufacturer narrative:
Product complaint # :(B)(4). Date sent to FDA: 7/29/2019. Additional information: d4, d10, h2, h3, h6. H-3 additional evaluation summary: an opened sample of product code vcp345, lot # mh2847 was returned for analysis. During the visual inspection of the sample, the swage and attachment area of the needle were noted to be as expected and the suture was observed detached due to the stress applied to the strand, presents damaged on the surface and stress at the end. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to sample condition, the assignable cause was damaged suture.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a caesarean section procedure on (B)(6) 2019 and suture was used. The suture broke during the procedure. The surgeon need to suture the uterine breccia several times with a consequent unknown prolongation of the duration of surgery. The procedure was quite complicated. The patient bled more for different passages of the needle to the uterus. There were no adverse patient consequences reported.